Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 810:11. This condition had the potential to interrupt delivery. This condition was found in the biomed department. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service the tubing channel was cleaned and ail calibration was verified.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by moisture in the pump head module channel (phm). The phm channel was cleaned to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4).